Event description:
This procedure is part of (B)(6).a second stent (unknown make and model) needed to be placed due to a geographic miss with the protege rx.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Stent implanted (B)(6), 2012